Manufacturer narrative:
(B)(4). Date of birth: unknown month and day in 1957. Concomitant medical products: catalog#: 650-0660 delta ceramic fem hd 36/-3mm m t1 lot#: 2015060755. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced multiple dislocations approximately 2 months post implantation that have since been resolved with no revision reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI#: (B)(4). Medical records were received, however the complaint was unable to be confirmed. Primary op notes were received and reviewed and no complications were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.